Event description:
The customer reported that erroneous elevated cardiac troponin (accutni) results, within the risk stratification range, were generated from an access 2 immunoassay system for three, same-patient samples over two days. This report represents the initial erroneous elevated accutni results, within the risk stratification range, generated on (B)(6) 2012 for two same-patient samples. The customer believed that the accutni results were falsely elevated as they did not match the total clinical presentation of the patient, and the patient's creatine kinase-mb isoenzyme results were normal. The elevated accutni results were reported outside the laboratory. There was no indication that there was a death, serious injury or modification to patient treatment associated or attributed to these results. The patient had been previously admitted to the hospital based upon a previous erroneous accutni result. Later repeat testing of the patient samples on an alternate instrument produced negative results within the normal reference range of the assay which were considered valid. The test samples were collected in primary lithium heparin plasma separator tubes and were centrifuged prior to testing. The appearance of the samples were normal, however they were short draws. No other assays or patient results were in question as part of this event. The accutni reagent and calibrator lots associated with this event were 117273 and 116461 respectively.

Manufacturer narrative:
Service was not dispatched to the site as the customer declined service. Beckman coulter inc. Assessment of customer supplied assay instrument performance data indicated that level one quality control results were elevated (above two standard deviations) sometime between (B)(6) 2012. Other than this instance, qc results were recovering within two standard deviations of mean during the timeframe of the event. Additionally multiple system checks performed prior to, and after, the event generated acceptable results. No event log messages were generated in connection with this event. A definitive cause for this event cannot be determined. Associated mdrs: 2122870-2012-01241 and 2122870-2012-01242.